Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708220, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 399945, lot# v028473, implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s first implant did not work and she couldn¿t charge it. It would not come on so in (B)(6) 2007 (4 months after implant) the patient had a non-rechargeable device put in. Additional information was requested regarding this event. If received, a follow up report will be sent.